Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was driving. The customers blood glucose level was 186 mg/dl. Reportedly, the customer was unable to clear the alarm multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.